Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient who had a percutaneous coronary intervention (pci) at the right coronary artery, a pre-balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) balloon due to annular calcium. After the valve was deployed, paravalvular leak (pvl) was reported. A post bav was performed with a 20 mm balloon which caused an annular rupture and severe hypotension. It was attempted to correct the annular rupture by coiling the rupture zone however was unsuccessful and the patient died before surgical repair could be performed.

Manufacturer narrative:
Updated data: h6. Eval code method, eval code result, eval code conclusion product analysis: the valve remains implanted as an explant was not performed. Three procedural media images along with the patient summary report were submitted to medtronic for review. The patient summary report notes significant annular calcification to the left ventricular outflow tract. Review of the images showed mild paravalvular leak (pvl) would be expected with the calcium distribution present. Pvl tends to improve at 30 days in most situations. There is no imaging of the attempted coiling. Media imaging seems to be captured from a cellular phone and is not ideal. It is unclear if percutaneous intervention (pci) was performed before or after post-implant dilatation of the bioprosthetic valve. If pci was performed prior to the dilatation, then an image possibly shows the annular rupture; if not performed prior, there is no imaging of the annular rupture provided for review. Conclusion: paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the information available and the image review, the most likely cause of the pvl was the patient¿s significant calcification. A post-implant balloon aortic valvuloplasty (bav) was performed, but resulted in an annular rupture and severe hypotension. Cardiovascular injuries, such as rupture, are known potential adverse patient effects per the device instructions for use (IFU). These events can be related to the patient's pre-procedural condition and procedural factors, as well as factors related to the device. In this case, it was reported that a post-implant bav was performed which caused the annular rupture. Per the device IFU, a compliant/semi-compliant balloon of 20mm size maximum can be used on a 23mm evolut pro valve at an inflation pressure of no greater than 2 atmospheric pressure. The balloon used met this criteria, but the inflating pressure was unknown. With the limited information available, a conclusive root cause could not be determined but as the rupture occurred after the post-implant bav, it was a likely contributing cause. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. With the limited information available, a conclusive cause of the hypotension could not be determined, but as it occurred after the post-implant bav, the rupture was a likely contributing cause. An attempt to correct the annular rupture was unsuccessful and the patient died before surgical repair could be performed. The cause of death was not reported. Patient death is a potential risk associated with the implantation of a bioprosthetic valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established, but there was no evidence to suggest that the valve or its function contributed to the patient¿s death. As it was reported that the patient died before surgical repair of the rupture could be performed, the post-implant bav and subsequent rupture were likely contributing causes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that mild paravalvular leak (pvl) was reported after the valve was implanted however the left ventricle was small and the physician feared the patient going into heart failure so the balloon aortic valvuloplasty (bav) was performed to correct the pvl. The post bav was inflated once for 5-8 seconds with a 50 cc syringe without an indeflator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.